Event description:
Dealer alleges unit runs and shuts down. Intermittent and at different amount of minutes or hours. High pressure no switching. Error code lights two green and one red. Unit's alarms are functional.